Event description:
It was reported that the device was explanted because it was too large to create an adequate coaptation for successful repair. Reportedly, the device is not available for return. The surgeon's office did not indicate why. The device replaced with a smaller ring size.

Manufacturer narrative:
Device not returned.